Event description:
The customer reported that the insulin pump rewinds as soon as the customer touches it or reacts indicating some damage or something loose in it. Blood glucose value was 18 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.